Manufacturer narrative:
The reported event of stretched was confirmed. The reported events of low current of injury and failure to capture could not be confirmed. Final analysis found the outer helix length was stretched out of specification consistent with force used during the procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was noted that there was poor current of injury and capture failure. During repositioning, the lp helix was observed to be stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.